Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned for evaluation; however, it was later reported that it was not returning. Potential factors that may contribute to resistance with a guide wire may include, but are not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, kinks on the guide wire or damage to the distal shaft of the xpert. Additionally, premature deployment prior to use may include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, based on the reported information, it appears that the premature deployment is a result of interaction/resistance with the guide wire. It appears that the tip of the xpert became lodged or stuck on the guide wire and during removal, the tip was pulled and the stent prematurely deployed as a result. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, without having the product to examine, a conclusive cause could not be determined. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during an interventional procedure on (B)(6) 2011, the xpert 3.0 x 40 stent would not advance on the non-abbott guide wire. As the device was removed from the guide wire, the stent partially deployed. The procedure was completed by using an xpert 3.0 x 30 stent and the same guide wire. There was no adverse patient effects or sequela. There was no clinically significant delay in procedure. There was no additional information provided.